Manufacturer narrative:
D3 - mfg establishment name-corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read "remove and reattach cassette." The distributor stated that the patient had the same alarm, and they were able to get the pump restarted by opening the battery door. The cassette was locked, and they instructed the patient to open the battery door then close it and power on the pump. The pump immediately alarmed "remove and reattach cassette." The distributor stated that they already tried removing and attaching the cassette, but the same thing happened. The medication was 5-fu. The distributor instructed the patient to open the battery door, to silence the alarm, and then close the clamp on the tubing closest to the port. There was patient involvement, and no patient harm/adverse event reported.